Event description:
It was reported that during a one-month follow-up the patient's (B)(6) pacemaker was checked, and the daily impedance measurement was found to be unavailable. Threshold was higher than implant, and a signal artifact monitor (sam) episode on the day of implant was noted. A request was made to have data from the device analyzed. Data analysis showed the power consumption of the device is very high and irregular, and the dally right ventricular (rv) pace impedance measurements have intermittent "leadlmpcalnolse" results, which suggests a hardware problem with the rv pacing channel. This issue can result in accelerated depletion, ineffective pace therapy, sensing issues, and rarely lead corrosion. A technical services consulted recommended device replacement and return for detailed analysis. Additionally, assessment of this rv lead was recommended. No adverse patient effects were reported. No evidence intervention has been performed to date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).